Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient experienced bleeding from mediastinal drainage on (B)(6) 2016. The patient was transfused 1 unit of packed red blood cells on (B)(6) 2016 and 1 unit on (B)(6) 2016. It was noted that the event was not directly related to the device and it resolved on (B)(6) 2016.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding could not be conclusively determined through this evaluation. A specific cause for the reported events could also not be conclusively determined. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 "introduction" lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy, including recommended international normalized ratio (inr) values, for patients using the device and includes considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.